Event description:
It was reported that this patient's implantable pulse generator (pacemaker) was electively replaced as it was included in the pacemaker advisory population. Reportedly, when this new pacemaker was being implanted as the replacement, intermittent capture, pacing inhibition and asystole of 10 seconds was noticed once the right ventricular (rv) lead was connected in the rv port. The rv lead was then connected to the pacing system analyzer (psa), lead measurements and setscrew were tested, no issues were found. Once connected again to this pacemaker rv port, the issues appeared again. It was decided then to use a new pacemaker, and once the rv lead was connected to this new product, no issues were noticed. The procedure was then completed and no additional adverse patient effects were reported. This pacemaker was returned.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The analysis performed found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this patient's implantable pulse generator (pacemaker) was electively replaced as it was included in the pacemaker advisory population. Reportedly, when this new pacemaker was being implanted as the replacement, intermittent capture, pacing inhibition and asystole of 10 seconds was noticed once the right ventricular (rv) lead was connected in the rv port. The rv lead was then connected to the pacing system analyzer (psa), lead measurements and setscrew were tested, no issues were found. Once connected again to this pacemaker rv port, the issues appeared again. It was decided then to use a new pacemaker, and once the rv lead was connected to this new product, no issues were noticed. The procedure was then completed and no additional adverse patient effects were reported. This pacemaker was returned.